Event description:
Customer reports part was broken which made it impossible to attach properly to drainage system. Contact does not know product code. He reports noting no pt injury or compromise in any documentation relating to the event. Following the event, another unit was opened and used.